Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restriction initial reporter full name: (B)(6).

Event description:
It was reported that while trying to start up cardiosave intra-aortic balloon pump (iabp) would turn on but then had a spinning circle. The upper screen was blue with maquet. The lower screen was the spinning circle. The pump would then have a high pitch squeal. There was no patient involvement.

Manufacturer narrative:
Updated field: b4; g3; g6; h2; h3; h6 type of investigation, investigation findings, component code, investigation conclusions; h11. Corrected fields: g1 contact person ¿ mfg site; h6 problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the front-end board (0670-00-1164). The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a